Event description:
The day essure was placed ((B)(6) 2011), I experienced heavy cramping during the procedure. Immediately following the procedure, I was nauseated and fatigued for the entire day. I had to receive 2 follow-up hsg tests and during both I suffered from severe cramping. In (B)(6) 2012, I began to experience anxiety along with pelvic pain. Since this onset of symptoms, I have experienced the following: extreme mood swings, pelvic pain, severe cramping during menstruation, numbness and tingling in the extremities, increase in acne (had to begin using (B)(6)), onset of environmental allergies, dry/brittle hair, increase in hair growth, severe yeast infection, sharp pains during intercourse, joint pains, fatigue, memory lapses and brain fog, changes in menstrual cycle, food sensitivities, recurring ulcers on the tongue, acid reflux, and chronic rhinitis. (B)(4). Mw5035313 update on (B)(6) 2014: after undergoing several blood tests and physical examinations to rule out other conditions, all of which came back negative, it was concluded that I was experiencing a reaction to the essure device. I underwent a laparoscopic supracervical hysterectomy on may 7, 2014 with a mini abdominal incision. During surgery, the physician removed endometriosis, ovarian cysts, and my uterus and fallopian tubes in tact through the pelvic incision. The pathology report findings included - uterus, bilateral fallopian tubes, and essure coils supracervical hysterectomy: supracervical uterus: 42 g; essure coils identified (gross examination); adenomyosis of the left tubouterine junction is identified; benign proliferative endometrium; benign right and left fallopian tubes with bilateral paratubal cysts; endosalpingiosis of left paratubal soft tissue; intraluminal stromal with calcification involving the right tube; no dysplasia, hyperplasia, or malignancy identified. Left ovarian cyst: benign cyst with features suggestive of a hemorrhagic corpus luteum cyst; no dysplasia or malignancy identified. During my post-operative visit, the physician informed me that endometriosis was still present along my ureters and bladder. She requested to treat it with depot lupron for 6 months and I denied treatment. I will receive treatment if I become symptomatic in the future and I am to follow-up at my annual visit in (B)(6) 2014.